Event description:
It was reported that the patient experienced a burning sensation in the device pocket area. The ipg was set at low amplitude but it was becoming necessary to turn it up to 10v. A lead impedance measurement read greater than 4,000 ohms. The generator was near end of life. The patient had a total device replacement. Further information is being requested from the hcp.

Manufacturer narrative:
Final device analysis revealed no significant anomalies for the implantable neurostimulator (ins) and the lead. There was good stable output on every electrode pair that matched the programmed settings. There were no issues when pressing on the ins can. The battery status on the programmer was ok. Lead was cut through. The proximal end attached to ins was intact and undamaged. Conductors #0 and #3 in the body of the tined lead were broken near the most proximal marker band (at or near tines).